Event description:
Pt reported that the screen on pump (B)(4) is hard to read. It is still running and no harm done, but she would like it replaced, so she can read it better, also pump (B)(4) will not let her replace the battery. Sending new pumps and she will send these pumps back. She is unsure of date when these started, and working properly. No further details given. Reported to (B)(6) by pt/caregiver. Dose or amount: 30.6 nkm, frequency: daily, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: primary pulmonary hypertension.